Event description:
On (B)(6) 2011, customer reported a leak in the hydropneumatic drawer area of the lxi 725 instrument. Customer could not locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that the valve v12 tubing had a crack, which caused a slow leak of wash concentrate. Fse repaired the tubing and cleaned the leak. Fse primed the hydropneumatic's and reported that no more leaks were observed. Repair was verified per established procedures.

Manufacturer narrative:
(B)(4).